Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery rapidly depleted from 85 to 5% charge. Subsequently, the pump shut off. The customer connected the pump to a power source and the pump turned on. There was no impact to the customer's blood glucose level. The customer connected the pump to a power source and the pump turned on. The customer resumed insulin delivery. Reportedly, the customer would continue use of the pump for insulin therapy.